Event description:
It was reported that the balance heavyweight guide wire separated prior to use on the patient. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found blood on the core and coils which is consistent with product handling outside the dispenser coil. There was no contrast visible. The core was separated at the distal end of the hypotube. There was core material visible in the hypotube at the separation. The tip was tugged on to confirm that the core and shaping ribbon were intact. The scanning electron microscopy (sem) analysis suggests that the core failure may be attributed to ductile overload at a bend. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. The cause of the bend in this incident is unknown and there was no information in the incident description that would account for the wire bending, but once bent, manipulating the wire could cause the wire to fracture as described in the incident. In this case, the reported guide wire separation appears to be related to operational context of the procedure. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive hypotube junction pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the device lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and revealed no other incidents. In summary, based on this investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.